Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was not reviewed as the manufacturing record could not be confirmed because the serial number of the device was unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The device was not returned, and they were unable to confirm the detailed condition of the product or reproduction check of the indicated phenomenon (error e103). However, it was surmised that the phenomenon was caused by some factor that resulted in an ignition error. From the service manual, e103 indicates clv lighting failure, and it was confirmed that this is a message that appears when an ignition error occurs in the light source. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called the olympus technical assistance center (tac) personnel to report his event. During the call, the customer noted that he was going to examine the lamp to see if it needed to be replaced and intends to replace it if it does. If that proves to not be the main issue, the customer stated that he would return the subject device for evaluation/repair. Several attempts have been made to reach the customer for a follow up, but none were successful. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was displaying an e103 error code during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.